Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.